Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. The correct placement of the tube was confirmed. According to the complainant, after a week when enteral nutrient was attempted to be injected, it was noticed that the internal bolster had penetrated the body surface and perforated the gastric wall 3-4cm away from the stoma site. Per physician's assessment about this event, ¿thought that it occurred due to the sharp edge of the bolster kept on contacting the gastric wall.¿ at the time of removal it was noted the stoma was not damaged by this event and no bleeding was noted from the hole. It was not necessary to close the hole in the gastric wall. The gastrostomy tube was removed and no issues were noted with the device. A different device was placed. The patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed that the feeding port, medicine port and c-clamp were closed. A piece of pink tape was wrapped around the tubing near the 15 cm mark. The external bolster was located between the 2 and 2.5 cm marks and was without issue. The internal bolster was properly molded and secured to the distal end of the tubing. A ring of residue was found on the surface of the tubing at the 1.5 cm mark. The internal bolster and tubing did not present evidence of sharp edges or material degradation during implantation. It was noted that the condition of the returned device could not be evaluated with respect to bolster migration and patient perforation during use. Migration and perforation are listed as possible complications associated with the use of direct feeding devices and they are noted within adverse events section of the directions for use. Based on all gathered information, the most probable root cause is "anticipated procedural complication.¿

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. The correct placement of the tube was confirmed. According to the complainant, after a week when enteral nutrient was attempted to be injected, it was noticed that the internal bolster had penetrated the body surface and perforated the gastric wall 3-4cm away from the stoma site. Per physician's assessment about this event, "thought that it occurred due to the sharp edge of the bolster kept on contacting the gastric wall." At the time of removal it was noted the stoma was not damaged by this event and no bleeding was noted from the hole. It was not necessary to close the hole in the gastric wall. The gastrostomy tube was removed and no issues were noted with the device. A different device was placed. The patient's condition was reported to be stable.